Event description:
Per the clinic, an infection had developed at the implant site, exposing the internal device. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient also experienced skin flap breakdown over the internal magnet site. The patient was treated with oral antibiotics (specific date and duration not reported); however, the issue did not resolved. Subsequently, the internal magnet was explanted on (B)(6) 2025, and the internal fixture remains in place.